Event description:
Vns pt's device was programmed to off due to stridor. The pt reportedly experienced extreme coughing with device stimulation. Prior to programming the device to off, the pt's device was programmed to very long cycling (15 min off and 5 secs on) due to the coughing. Over several months, treating neurologist was able to increase the duty cycle to only 5 mins off and to 30 secs on, but the pt's family member felt that the pt still coughed intermittently and had shortness of breath with any kind of physical exertion. Eval by primary care physician did not reveal any other medical reasons for the pt's symptoms and there was no improvement in their seizures with the vns therapy. The pt's device remained at low settings (0.25ma output current) because the pt had stridorous breathing at night and the device was eventually programmed to off.